Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastritis, nephrectomy, tubal ligation and renal surgery. Previously administered products included for an unreported indication: oral contraception. Concurrent conditions included body mass index normal, urinary frequency, libido decreased, menses irregular, vomiting, gastroesophageal reflux disease, allergic rhinitis, palpitations, overweight, uterus enlarged and menstrual disorder. Concomitant products included loratadine (lotan), omeprazole and ranitidine. On (B)(6) 2018, the patient had essure (ess205) inserted. In 2008, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and mood swings ("mood swings"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and dyschezia ("dyschezia"). In 2014, 6 years 11 months after insertion of essure (ess205), the patient experienced urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypersensitivity ("allergic or hypersensitivity reactions") with allergy to metals and cystitis ("infection (bladder)"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pruritus ("itching"). On (B)(6) 2015, the patient experienced adhesion ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("stage ii endometriosis") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abscess ("abscesses") and abdominal pain ("abdomen pain"). The patient was treated with ciprofloxacin, paracetamol (tylenol), loratadine (claritin), fluticasone propionate (flonase), thomapyrin n (excedrin migraine) and surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, abscess, mood swings, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, dyschezia, adhesion, adenomyosis, endometriosis, ovarian cyst, abdominal pain and cystitis outcome was unknown and the menorrhagia, pruritus, dyspareunia, vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, abscess, adenomyosis, adhesion, bladder disorder, cystitis, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Some difficulty removing the right fallopian tube essure clip, it required a little more rotation and traction than typical. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed via social media: pelvic pain, dysmenorrhea, dyschezia, menorrhagia, urinary tract infection, endometriosis, itching, nausea, vaginal discharge, dizziness. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Events added: mood swings, vaginal bleeding itching, infection(bladder), bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy,dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, dyschezia, adhesions, adenomyosis, stage ii endometriosis, ovarian cyst and abdomen pain. Outcome of following events has been changed from unknown to recovered/resolved: vaginal heamorrhage, menorrhagia, dyspareunia, allergic reactions, itching. Concomitant conditions, concomitant dugs and lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and adhesion ("adhesions") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, nephrectomy, tubal ligation and renal surgery. Previously administered products included for an unreported indication: oral contraception. Concurrent conditions included body mass index normal, urinary frequency, libido decreased, menses irregular, vomiting, gastroesophageal reflux disease, allergic rhinitis, palpitations, overweight, uterus enlarged and premenstrual syndrome. Concomitant products included famotidine (pepcid) since (B)(6) 2011, loratadine (lotan) since (B)(6) 2010, omeprazole since (B)(6) 2009 to 2017 and ranitidine. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) gain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 11 months after insertion of essure (ess205). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyschezia ("dyschezia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes inconsistence"). In (B)(6) , the patient experienced urinary tract infection ("infection (urinary tract)") and hypersensitivity ("allergic or hypersensitivity reactions") with allergy to metals. In (B)(6) 2014, the patient experienced pruritus ("itching / rashes or skin conditions type: itchy"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder)"). On (B)(6) 2015, the patient experienced adhesion (seriousness criterion medically significant), adenomyosis ("adenomyosis"), endometriosis ("stage ii endometriosis") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abscess ("abscesses") and abdominal pain ("abdomen pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ciprofloxacin, fluticasone propionate (flonase), loratadine (claritin), paracetamol (tylenol) and surgery (lysis of adhesion and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge and cystitis was resolving, the adhesion, menstrual disorder, abscess, urinary tract infection, urinary incontinence, migraine, headache, nausea, fatigue, weight increased, dyschezia, adenomyosis, endometriosis, ovarian cyst and abdominal pain outcome was unknown and the menorrhagia, pruritus, dyspareunia, mood swings, vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, abscess, adenomyosis, adhesion, cystitis, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pruritus, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs. Some difficulty removing the right fallopian tube essure clip, it required a little more rotation and traction than typical. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed via social media: pelvic pain, dysmenorrhea, dyschezia, menorrhagia, urinary tract infection, endometriosis, itching, nausea, vaginal discharge, dizziness. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event bladder or urinary problems or changes was recoded to urinary incontinence was added. Event onset date and outcome were updated. Start date of concomitant drugs were added. Reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), menstrual disorder ("abnormal bleeding during menstruation"), pruritus ("itching"), abscess ("abscesses") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015, underwent hysterectomy). At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, pruritus, abscess and dyspareunia outcome was unknown. The reporter considered abscess, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and pruritus to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.